Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 4.5 years. The customer has not provided x-ray images of the product. The per was photographed with a restorative crown in frame, however the crown was not noted to be associated with the event, and will therefore be excluded from the investigation. DHR review was completed for the subject lot number 62714995. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62714995) for similar cause and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (tsvwb11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The most probable cause for the event is long-term parafunction over the course of 4.5 years. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
This report is being submitted to report (B)(4). Additional 510(k): k013227. The following information is unknown at the time of this report: model: unknown. Reporter email address unknown. The product has not been received for investigation. An investigation will be completed, however. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that the implant fractured. The implant was removed. There was no report of patient injury.